Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump received with alarms due to faulty connector on interface board. No alarms noted. The insulin pump passed displacement, prime, basic occlusion, occlusion and no delivery tests.

Event description:
The customer stated that he was hospitalized with blood glucose levels greater than 900 mg/dl. The customer was vomiting and could not keep anything down. The customer also stated that he is unable to rewind the insulin pump. Reviewed the alarm history, and found several alarms. Advised the customer that the insulin pump would be replaced. Nothing further was reported.